Manufacturer narrative:
To date the incident has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model infrarenal aortic extension a34-34/c80 lot: 1025818-044 release date: (B)(6) 2013 expiration date: 06/30/2016. Bifurcated ba25-70/i16-30 lot: 1046769-008. Release date: (B)(6) 2012. Expiration date: 08/30/2015.

Event description:
It was reported the patient had a procedure on (B)(6) /2013 with a bifurcated and two infrarenal aortic extensions. Subsequently, patient was brought in with back pain and physician elected to do an explant of a persistent type 3a disconnection of the main body and aortic extension. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiia endoleak was confirmed. The open surgical repair and the final patient disposition could not be established due to lack of information. It was reported the patient was stable post procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive. However, the clinical review identified product use was incongruent with the IFU due to the cuff was two sizes larger than the bifurcated stent. This observation might have contributed to the complete component separation (horizontal position of both infrarenal cuffs to the main body).